Event description:
Medtronic recall of ICD generator device secondary to possible battery malfunction. Patient with a history of massive anterior wall myocardial infarction, coronary artery disease, coronary artery bypass graft x2, congestive heart failure, ischemic cardiomyopathy, ventricular tachycardia status post ICD. Patient notified by the physician of the medtronic ICD recall. Given the patient's individual situation with a history of receiving therapy from ICD in the past, it has been decided that the generator should be replaced. (Per md h&p)